Event description:
The customer was advised by dr to increase medications due to high readings. The customer's family thought the customer looked ill and called 911. Paramedics arrived and checked the customer's blood glucose and received a result of 27mg/dl. The customer was taken to the hosp and treated with an IV and food. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.